Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a varipulse¿ bi-directional catheter and the patient experienced a stroke after the case. The patient fully recovered. However, they required extended hospitalization to be monitored. MRI (magnetic resonance imaging) was performed. The physician's opinion on the cause of the adverse event was that he noticed more micro-bubbles during energy delivery. The act (activated clotting time) was 157 at baseline and 397 during procedure.